Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with a right atrial (ra) lead, right ventricular (rv) lead and a pacemaker recorded signal artifact monitor episodes with minute ventilation termination algorithm on ra and rv channels. Impedance measurements are all showing noise. The ra lead impedance recorded high, out of range (oor) values but daily values were within normal limits. No rv pacing inhibition of more than 2 seconds was noted. According to the field representative the oor impedances and noisy signals were observed during a procedure the patient had. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with a right atrial (ra) lead, right ventricular (rv) lead and a pacemaker recorded signal artifact monitor episodes with minute ventilation termination algorithm on ra and rv channels. Impedance measurements are all showing noise. The ra lead impedance recorded high, out of range (oor) values but daily values were within normal limits. No rv pacing inhibition of more than 2 secons was noted. According to the field representative the oor impedances and noisy signals were observed during a procedure the patient had. The system remains in service. No adverse patient effects were reported.